Manufacturer narrative:
Evaluation summary: neither operative notes nor x-rays have been provided for review. Lab reports quantifying the high ion levels have not been provided. Attempts have been made to obtain additional info; however, no information has been received to date. Cause cannot be definitively determined. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meed specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to pain and elevated cobalt and chrome ion levels.